Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump shut off by itself and had multiple pump error alarms. The customer's blood glucose reading was 79 to 347 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected software error or motor communication error alarms occurred during testing however, the formatted history file did confirm that software error and motor communication error were triggered. Unable to determine the root cause. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within spec range. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected insulin pump error alarms were noted. The pump was monitored for two days and no unexpected powering off or blank display noted. Device received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.